Manufacturer narrative:
Device evaluation: g4, h2, h6 and h10. Result of investigation: investigation was done using log tool and functional block service screen. Initial finding was o2 path self test is failing due to leaking o2 dosing proportional valve. Root cause was determined to be leaking o2 dosing proportional valve. Investigation revealed cause was traced to component failure. The customer confirmed that they have replaced the o2 proportional valve with new one and now device is working fine.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer had performed the o2 gas path test. Log file showed that the o2 dosing valve was leaking. No root cause has been determined yet, since the investigation is still ongoing.

Event description:
The customer reported that the bellavista 1000 is giving alarm 379 - no o2 dosing possible issue. The customer confirmed that there was no patient involvement that was associated with the reported event.